Event description:
The patient's mother contacted animas on (B)(6) 2012 to report elevated blood glucose (bg) levels in the 300-500 mg/dl range for past 3 days. The reporter stated the patient has been bolusing with the pump; however, her bg levels would not decrease. The patient's mother reported that at 5pm that evening the patient's bg had gone as high as 570 mg/dl with symptoms of increased thirst and frequent urination. The reporter claimed the patient also tested positive for ketones. At the time of 570 mg/dl reading the patient's mother stated she took the patient off the pump and administered a 15u injection. At 6pm the patient's bg level had decreased to 370 mg/dl. At the time of troubleshooting the reporter claimed the last time the patient's bg was within her target range of 120-150 mg/dl was on either (B)(6) 2012 or (B)(6) 2012. The patient's mother stated that either on (B)(6) 2012 or (B)(6) 2012 the patient ran out of her regular ifs and started using a different inset (one she had on hand). During review of prime history, the animas representative discovered that the patient was not priming a sufficient amount of insulin for the length of tubing which could possibly affect insulin delivery and contribute to a high bg. At the time of troubleshooting, customer support also noted that the patient was not using the correct technique when inserting tubing into notch. The patient's mother confirmed all pump settings were correct. There were no associated alarms in pump history. This complaint is being reported because the patient developed symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.